Event description:
The patient was implanted with a herniamesh t-sling lot n.a. On (B)(6) 2004. Many years later legal complaint states that the patient suffered significant harm, conscious pain and suffering physical injury, and bodily impairment resulting permanent physical deficits, permanent impairment and other sequelae. No further information has been provided.